Event description:
Reporter called to report that she had the cypass micro mesh stent implanted into her left eye to treat glaucoma at (B)(6). She¿s had problems with the stent since its been implanted. In (B)(6) 2018 she learned that her stent was recalled; she notified her doctor and he told her that it couldn¿t be removed because, it was embedded and too much scar tissue present. The reporter states that she no longer has vision in that eye.